Event description:
High blood sugars; the medtronic insulin pump has a faulty battery cap and this causes the pump not to work correctly and continuously needing new battery because it doesn't connect correctly. FDA safety report ID# (B)(4).